Manufacturer narrative:
The driveline was not returned for evaluation as it remains implanted in the patient. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed multiple vad disconnect alarms leading up to and on the reported event date. On inspection, the driveline could easily be pulled out from pulling on the back nut or driveline. The locking mechanism of the connector barrel was sticky and was not moving freely. A driveline locking mechanism repair was performed which resolved the issue. The most likely root cause of the driveline disconnects was the sticky substance preventing the locking sleeve to move to the locking position. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Manufacturer narrative:
The instructions for use (IFU) outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the site that the patient has sustained multiple vad stopped alarms due to numerous driveline disconnects but has been able to reconnect and has no known side effects at this time. Log files have been sent and alarms have been confirmed. Patient admits to have dropping his controller pack numerous times and even banging it off of a wall. Patient states that when in bed at night and rolls over the driveline will disconnect and alarm. It was stated that the site did an evaluation on the driveline and the connector seemed to be secure during the last clinic visit but patient called in with more disconnects. Patient was admitted to the hospital on (B)(6) 2016 as the site is concerned about the patient disconnecting. Clinical team has concerns about the locking mechanism and would like to be on site to assess further. Clinical engineering and manufacturer representative went to site on (B)(6) 2016 and performed a driveline cleaning. It was documented on the service report form that the clinical engineer stated that the latch mechanism of the connector was not moving freely. Connector barrel was stick and driveline could be disconnected by pulling from back nut of the connector. Suspect that debris buildup inside of the latching mechanism. It was further documented that the driveline was disconnected and visually inspected for damage and there was no damage to external or internal components of the connector seen. Cleaning of the latch connector mechanism was performed and was freely moving. Back nut of the connector was pulled from the driveline and it was stated to have remained connected, following procedure. It was further stated that there was a total of 30 seconds of pump off time, due to the cleaning procedure. No further information available.